Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. During the procedure, the avulsion sheath was bent, and the patient was bleeding severely. The procedure was completed using another device. The current status of the patient was unknown.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. During the procedure, the avulsion sheath was bent and could not be inserted into the body and the patient was bleeding severely. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a product tray containing components such as one equistream hemodialysis catheter, one guidewire hoop with guidewire, one tunneler, one insertion stylet, one introducer needle, one end cap and one dilator. No sheath bent observed from the provided photo. The investigation is inconclusive for the reported sheath bent issue as the provided images was not sufficient to confirm the reported issues and the investigation is inconclusive for the reported difficult to insert issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, method, result, conclusion) section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.